Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. Physician does not suspect device malfunction.